Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient had long runs of ventricular tachycardia (vt). Position was checked and the pump was found to be in the mitral valve. The pump was repositioned. The patient continued on support until the device was successfully weaned. The patient outcome was noted to be stable.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal: no product was returned. Data logs were reviewed, and no psnr alarms observed. Several impella position unknown alarms were found during the case. Optical 5s parameters snr and contrast were periodic low during whole case and pulsatile. Gain, lamp and light were found to be stable and no major issues, but ps was spiking to 3000 during the whole case. No similar pattern was identified with before pump on the console. The root cause of optical signal issue is not determined due to inconclusive evidence per log review and with product not being returned. Please refer to complaint (B)(4) for an investigation into the console. Vf/vt/af/at: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities ¿response to any antiarrhythmic treatments or interventions during the event ¿any documented device-related issues or complications during impella support ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue(B)(6) as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
Us complainant reported the patient was on impella 5.5 support and during support, there were placement signal issues. Position was checked and the pump was found to be in the mitral valve. The pump was repositioned.